Event description:
There was an allegation of discrepant inr results with a coaguchek xs meter. The result at 10:47 a.m. Was 5.7 inr. The result using a new finger at 10:51 a.m. Was 3.5 inr. The patient¿s therapeutic range is 2.5 ¿ 3.5 inr with a testing frequency of weekly.

Manufacturer narrative:
Section e3, occupation is patient/consumer. The coaguchek xs meter serial number was (B)(6). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and test strips were requested for investigation.

Manufacturer narrative:
The meter was returned for investigation. The test strips were not returned. The meter was tested using retention strips and retention controls. Level 1 testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.2 inr. Level 2 testing results (qc range = 2.3 - 3.5 inr): qc 2: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined.